Manufacturer narrative:
This device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported leak and product quality problem cannot be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds), the lock lever cap was damaged and water came out despite the cap being closed. The device was not used. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.